Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient's dds recommended they cease treatment and seek traditional orthodontic treatment due to aligners worsening the patient's bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.